Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.

Event description:
Consumer claims the controller of his heating pad emitted smoke and sparks and then blew up. No injuries or property damages were reported with this incident.